Event description:
It was reported that the inner package was opened. A 10.3 flexima¿ was selected for use. During preparation, it was noted that the inner package was already open. The device was discarded and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).